Event description:
Patient reported skin irritation in the form of blisters and red rash. Patient did seek medical treatment and was prescribed medication. Patient reported that they followed proper skin preparation.

Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.